Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Part of tampon stayed inside vagina [foreign body in reproductive tract]. After tried to take out tampon... Part of tampon stayed inside [complication of device removal]. Tampon came apart [device breakage]. Case narrative: consumer reported via email that part of the tampon stayed in her vagina when she tried removing it. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of tampon stayed inside vagina [foreign body in reproductive tract] after tried to take out tampon...part of tampon stayed inside [complication of device removal]. Tampon came apart [device breakage]. Case narrative: consumer reported via email that part of the tampon stayed in her vagina when she tried removing it. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on june 9, 2022.

Event description:
Part of tampon stayed inside vagina [foreign body in reproductive tract]. After tried to take out tampon...part of tampon stayed inside [complication of device removal]. Tampon came apart [device breakage]. Case narrative: consumer reported via email that part of the tampon stayed in her vagina when she tried removing it. No serious injury was reported.